Event description:
Customer reported system was displaying an "iris too large error" and that the collimator is stuck. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a broken wire. System operates as intended.